Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of over 500 mg/dl and a bent cannula. The customer also had blood glucose level was 500, 560 and 540 mg/dl. The customer's mother declined troubleshooting for both issues. It was not stated that the auto mode was used. The insulin pump will not be returned for analysis.